Manufacturer narrative:
Correction: mw5167245 should be populated in h10 emdr.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited undersensing. No programming/intervention made were reported. The patient status is unknown.